Event description:
Add'l info received on 03/05/2018 for report number mw5075349. Essure was to be the new and best birth control.

Event description:
(B)(4). I had the essure implant done (B)(6) 2009. Since then I have had many health issues. Soon after the implant had I had heartburn along with gallbladder issues and had my gallbladder removed. Over the past 5 years I have had a vitamin d deficiency. At one point I thought I was losing my mind as every part of my body hurt. I felt hopeless and helpless. I would go to sleep with a headache and wake up with a headache. I now sleep with a CPAP machine and have sleep apnea. I still continue to have migraine headaches. In the past 6 years I have had sensitive teeth. I have a metal taste in my mouth that does not go away. I have extreme hot flashes. I have no interest intercourse and when I do have it I have pelvic pain and bleed. I have a constant pressure and pain around my abdomen area. My hips and lower back are always in pain and I can never find a comfortable way to sleep. Even when I go for walks I feel a uncomfortable feeling in my lower abdomen area. In the past year I have started to have dizziness. Along with the dizzy spells I also have panic attacks and my anxiety as become for frequent.